Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had high blood glucose but no hospitalized. Customer's blood glucose was 200 mg/dl. The customer stated he is treating with pump but blood glucose are not going down. The customer stated tha he didn't have time to troubleshoot.